Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported disconnection. Description: new piv placed for blood administration. Blood transfusion started. Within the first hour of transfusion, IV pigtail tubing came unscrewed from catheter hub. Patient was bleeding from IV hub site and blood transfusion was infusing on to the floor. Na noticed the blood and called me to assess. I checked the catheter hub connection with the IV tubing and noticed it came unscrewed. I removed the soiled dressing, scrubbed the IV pigtail tubing and catheter hub with chg and reconnected the line. Dressing was replaced.